Event description:
It was reported that the patient had been hospitalized for a possible myocardial infarction. The patient stated that their blood glucose levels were elevated, although this was not confirmed. They reported fainting, falling, and striking their head, after which they presented to the emergency department and were subsequently hospitalized. Symptoms reported include loss of consciousness, swelling, bleeding, irritation, difficulty walking, and headache. No treatment details were provided. Patient was discharged after two days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 4.0.2 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.